Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by cloudy peritoneal effluent fluid and abdominal pain, which warranted hospitalization and antibiotic therapy. Per the pdrn, the events were unrelated to the utilization of any fresenius product(s) or device(s). The cause of the peritonitis was attributed to adhesions on the patient¿s intestines, causing the pd catheter (not a fresenius product) to become obstructed. Those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Additionally, enterococci are part of the normal intestinal flora of humans and animals. Based on the information available, the liberty cycler set can be disassociated from the events. There is no objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction, caused or contributed to the serious adverse event(s) experienced by the patient. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) had experienced peritonitis. The patient reported that they were receiving antibiotics during ccpd therapy. During follow-up, the peritoneal dialysis registered nurse (pdrn) reported the patient presented to the outpatient home dialysis clinic with abdominal pain and cloudy effluent fluid. A peritoneal effluent fluid culture was positive for enterococcus faecalis, and a cell count revealed an elevated white blood cell (wbc) count of 4566 u/l. The patient was treated with intraperitoneal (ip) vancomycin 1 gram and ceftazidime 1 gram daily for 21 days. The patient was hospitalized and was diagnosed with peritonitis. Per the pdrn, the patient¿s abdominal pain was initially felt to be cycler related, however radiological studies revealed the patient¿s peritoneal dialysis (pd) catheter (not a fresenius product) was being obstructed by the patient¿s intestines. The pdrn stated there were adhesions present, and surgical intervention was the only solution. The pdrn stated the events were unrelated to the utilization of any fresenius product(s) or device(s). The cause of the peritonitis was attributed to the patient¿s intestines, and the patient was scheduled for a pd catheter revision. The patient has continued to undergo continuous ambulatory peritoneal dialysis (capd) therapy while hospitalized and is recovering from the events.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.